Event description:
It was reported that the programmer would not power up. It was further reported that when the company representative arrived later the programmer was able to be powered up several times. As a precaution it was sent back for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the device powers up ok, however, there was a dust cover from a floppy disk stuck in the disk drive and when a disk was put in the disk drive the programmer shut down.